Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "audio signals too low, even after adjusted. Audio speaker on board needs to be replaced." Was reproduced. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be speaker was dislodged. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced too low audio even after adjusting. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "audio signals too low, even after adjusted. Audio speaker on board needs to be replaced." Was reproduced. Low audio was identified during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the speaker was dislodged. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.